Event description:
This device was implanted on (B)(6) 2009 and was abandoned on (B)(6) 2011 . Device was programmed to odo and was abandoned in the abdoment. New system was implanted in left shoulder. Patient needed an upgrade. The physician was this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).